Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was 240mg/dl at the time of the incident. Customer stated damaged was at the back of the clip of the insulin pump. Customer stated the insulin pump had cosmetic damage. Customer stated the infusion set, reservoir did not show signs of damage. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken belt clip rails. The insulin pump passed the displacement test.